Event description:
It was reported that the fiber cap detached. It is unk if the device was inside the pt at the time of the detachment. The location of the cap is unk, however, there was no report of the device remaining inside the pt or the cap retrieval was performed. Additional info was not available. Pt outcome: "no damage to the pt" reported.